Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspection was performed on the returned device. The reported kink, bent and separation were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported by the account that upon removal of the device from the coil, an attempt was made to straighten out a bend in the proximal shaft and it separated. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use, states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. The investigation was unable to determine a conclusive cause for the reported kink and bent; however, the reported separation appears to be related to user error. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 4.0x12mm nc trek balloon dilatation catheter (bdc) dispenser coil was noted to be bent when it was removed from the box packaging. The dispenser coil was then manually straightened, and the bdc was removed from the coil without reported issue. Upon removal of the bdc, an attempt was made to straighten out a bend in the proximal shaft and it separated approximately 4 inches from the sidearm. The device was not used and there was no patient involvement. A new nc trek bdc was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.